Manufacturer narrative:
H.6.: investigation, including root cause analysis, is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Event description:
A healthcare professional reported that the patient developed hyperopia with post-operative treatment result was more than one diopter in the left eye, after streamlight procedure. There are multiple related reports for this reported event. This report addresses patient initials ng, left eye, and additional manufacturer reports will be filed for the other patients.

Manufacturer narrative:
A review of the device history record traceable to the reported lot number indicates that the product was processed and released according to the product¿s acceptance criteria. A review of the technical service onsite history showed no abnormalities that could have contributed to this event: system was successfully verified after the surgery date. Logfiles, post-op topographies, best corrected visual acuity pre- and postop, under corrected visual acuity pre- and postop, anamnesis (previous corneal treatments and conditions) were requested but not provided. Not enough information was provided to properly complete an investigation. The root cause could not be identified by the investigation. The manufacturer internal reference number is: (B)(4).